Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 500 (mg/dl) for approximately 1 week. Customer administered injections to treat their bg levels. Recommendation was made to consult with their health care provider to discuss diabetes management.